Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify audio/vibrate anomaly due to buttons not responding. The insulin pump was also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked belt clip slot.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer state pump has 3 cracks where battery compartment is and unsure how damaged occurred. The insulin pump is being replaced and is expected to return for analysis.